Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that an oxygen leakage occurred. It was reported that there was no patient involvement at the time the issue was discovered. Per a good faith effort (fe) response, it was confirmed that an oxygen leakage occurred, and the hospital resolved the reported issue. It was also stated that the device has been repaired and is back in service. A philips service engineer did not evaluate or repair the device; therefore, no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.